Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4) - known possible complication of joint replacement surgery. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional report (pc-(B)(4)) against the provided summit por taper sz3 std off product code 157001090, lot number ba8bn1000 combination. The additional report was for the same patient and same stem as the current reported event. The patient experienced an adverse event, but the stem was not revised and was therefore still implanted during the current reported event. A worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d6a, d10 (concomitant), h6 re-captured codes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. After review of the medical records, a clinical visit on (B)(6)2009 reported some snapping of the left hip fullness, fluctuance, and discomfort. The patient had benign, soft tissue swelling and mass consistent with metal hypersensitivity.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were review, however they do not represent the date of revision reported in the complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Inflammation (e2326) is being utilized to capture bursitis & inflammation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. In addition to what was reported in the medical records. After review of the records the patient was revised to address hypersensitivity reaction to metal byproduct and metallosis resulting to swelling and increasing left hip pain. Operative note reported a very large amount of fluid in the deep hip area with the fluid tracking down in to the thigh and up proximally into the buttock, prox. About a liter of fluid was removed. No evidence of infection. There was extensive bursa formation around the areas where the fluid tracked. MRI showed a very large fluid collection consistent with metal hypersensitivity reaction. There was extensive bursa formation with no posterior hip capsule. Clinical visit on (B)(6) 2009 reported snapping of the left hip fullness and discomfort. Some tenderness and palpate a lateral band on (B)(6) 2009 radiograph reported subcutaneous emphysema projected over the left hip region with soft tissue swelling, presumably postsurgical. On (B)(6) 2009 clinical visit reported metal hypersensitivity, increase swelling, discomfort, left hip pain and tightness. On (B)(6) 2009 pathology reported benign fibrous tissue with chronic inflammation and foreign body giant cells for soft tissue , left hip debridement. Fibrinous exudate is also present. Doi: (B)(6) 2008; dor: (B)(6) 2009; left hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2009, the patient had a left hip revision with removal and exchange of femoral head and acetabular liner, as well as incision and debridement of deep tissues to address failed left total hip arthroplasty. Medical records from (B)(6) 2016 noted that during the (B)(6) 2009 revision intraoperative samples were obtained and showed fibrinous exudate with giant cell reaction, resulting from type IV hypersensitivity/metallosis.

Event description:
Medical records received. On (B)(6) 2021, patient was forced to undergo surgical removal of the defective pinnacle system due to heavy metal poisoning. Patient's revision involved, in part, the removal of copious amounts of brownish discolored fluid under pressure, removal of large pseudotumor from throughout the joint space, excision of metalloids tissue, bone loss approximately 20% of the posterior wall behind the acetabular shell and removal of the femoral head and metal liner all due to toxic heavy metal/metal ion cobalt and chromium poisoning. The procedure was more difficult than usual because the surgeon had to put significant effort into mobilizing and identifying anatomical structures due to the altered surgical field caused by pseudotumor formation, inflammation and tissue friability. On (B)(6) 2009, the patient undergoes a revision of the left hip (already captured on (B)(4)). During the revision, a poly liner and ceramic head were placed. Post-operatively, the patient dislocated the left hip one month after the revision. A second left hip dislocation occurred 2 months after this and there is report of a third left hip dislocation with no specific time frame. All dislocations were treated via closed reduction in the emergency room. Left trochanteric bursitis was also identified. On (B)(6) 2016, a revision was performed in order to treat the global instability and pain of the left hip. During the revision, the cup, liner, and head were removed and replaced with a competitor dual mobility system. A depuy head was placed, part 136513000, lot 184787 and the stem was left in situ. Intra-operatively, it was noted that there was no posterior capsular tissue remaining and upper rotators were gone. Regarding the right hip, on (B)(6) 2002, a r hip tha was performed utilizing depuy implants though no specific part/lot was provided. On (B)(6) 2016, xray findings were suggestive of particle disease on the right hip with a small focal area of osteolysis and decompressive, masslike synovial hypertrophy at the level of the greater trochanter. On (B)(6) 2018, xray findings show unchanged thickening of the right gluteal tendons with mild right gluteal atrophy. There is no report of intervention regarding the above xray findings outside of continued monitoring. (B)(4), captured the left hip second revision and (B)(4) for the right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿litigation papers alleged: experiencing swelling and pain in her left hip area which restricted her mobility. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (left hip). Update (B)(6) 2012 - new litigation papers received. Patient is represented by a different law firm. They show that patient did not have asr, as was initially reported by the previous law firm, but rather pinnacle. An invoice was found to confirm this. Complaint was reopened to update the contact information, products, patient ID, and date of revision. Dor: (B)(6) 200. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad (B)(6) 2018: wpc 11796-2011 has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges constrained liner and elevated metal ions. Added lawyer, surgeon, law firm in the facility name, age, updated product details and corrected patient identifier. Added stem due to alleged elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (left hip)¿ the product was not returned to depuy synthes, however photos were provided for review. "(B)(4) _x-ray_images_received (B)(6) 2023". All available x-rays were review, however they do not represent the date of revision reported in the complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provide. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional. (B)(4)

Event description:
Litigation alleges elevated metal ions.